Manufacturer narrative:
The generator was returned for failure analysis and the reported failure (c-34 on erbe) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. On startup the reported c-error occurred.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the system displayed error code c-34. The customer received phone assistance from the technical support engineer (tse). Tse advised to restart the generator with power removal, but error fault returned. Tse inquired if external backup generator is available but customer confirmed that it was not available. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: surgeon elected to convert the procedure to open surgery. Diathermy had to be replaced. There was a normal start-up of the system and it worked at the beginning of the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the issue and replaced the generator. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.